Event description:
On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2016, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) and endometriosis ("endometriosis"). The patient was treated with surgery (removal of the uterus and fallopian tubes). Essure was removed on (B)(6) 2017. At the time of the report, the device expulsion and endometriosis outcome was unknown. The reporter provided no causality assessment for device expulsion with essure. The reporter considered endometriosis to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be (B)(6). The list of device similar events contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term. In this particular case a search in the database was performed on 21-jul-2017 for the following meddra preferred term: device expulsion. The analysis in the global safety database revealed 256 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Further company follow-up with the consumer or unknown is not possible. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.